Event description:
It was reported the pt experienced a return of symptoms. A microtear was suspected. X-rays confirmed that the catheter had torn in half. The hcp decided to electively replace the pump and questioned that it may have evidence of battery corrosion. The drug in the pump was lioresal. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.